Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing a pod on the arm for between 37 and 48 hours. On (B)(6) 2026, patient experienced elevated blood glucose levels with readings reported as "high: and 22 mmol/l (396 mg/dl) confirmed via fingerstick. Patient reported symptoms of nausea, weakness and vomiting. On the same day, the patient sought medical attention and was transported by ambulance, during which the pod was removed. Patient was treated across two hospitals and received insulin and intravenous drips. Diabetic ketoacidosis was diagnosed. The patient was discharged on (B)(6) 2026. Patient stated that the pod was disposed and not available for return.